Manufacturer narrative:
This report is submitted on may 17, 2017.

Event description:
Per the clinic, the patient experienced an episode of meningitis in (B)(6) 2017 (specific date not reported). The following additional information was received regarding the episode of meningitis. Etiology of deafness - the patient has no history of cochlear malformation or reported craniofacial malformations. There was no previous history of meningitis and no reports of csf leak. The patient did not receive pre-implant immunization. It is unknown if perioperative antibiotics were administered. It is unknown if receiver-stimulator well was drilled into dura. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. One month prior to meningitis, the patient experienced otitis media. The patient did not have a prior upper respiratory infection prior to meningitis. The patients csf cultures were positive for pneumococcus. The patient was successfully treated with IV antibiotics (amoxicillin). The implanted device remains.